Event description:
The following has been reported: biomed reported: "remove from service error. Failed loading cassette and won't do infusion." Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During the self check procedure the pump made excessive pneumatic recharge attempts before failing, consistent with a failed air compressor. The pump was reverted to manufacturing mode and the device failed pneumatic recharge testing. There was no other damage identified internally.